Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving inappropriate shocks. Upon interrogation episodes of vt/vf were observed. Atp did not normalize the heart rhythm and arrhythmia accelerated in vf zone. Shocks were delivered. No further information is available.

Event description:
New information received indicates that previously suggested programming changes were not made due to the patient's treatment with medication. New incidents of atp failed to convert the rhythm which accelerated in to vt zone.